Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective nebulizer solenoid for evaluation.therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a continuous leakage from nebulization port. The customer confirmed that there is no patient involvement associated with this reported event.